Event description:
I had the essure device implanted rather than traditionally having my tubes tied due to the suggestion of my obgyn in 2008. I was (B)(6). In less than six months, I have severe pain and bleeding and went to the emergency room several times. My obgyn said it wasn't his issue and sent me to my primary care dr. My primary care dr sent me to a obgyn pain specialist. I had the first surgery in (B)(6). They determined that the essure had punctured my fallopian tube and could not be removed on its own safely. I had 10-20 injections into my abdomen weekly after that to manage the pain while my dr tried to find a way to remove the essure safely. I was on pain medication as well. I could not work and lost my job. I was at risk of internal bleeding and on (B)(6), I ultimately had to have a full hysterectomy. I have only ovaries left. I was (B)(6) years old. For the next several weeks, I could not drive, work, take care of my children etc. I am also now at greater risk of early onset menopause and breast cancer.